Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 45cm ratcheting handle presented severe signs of wear. Dings and scratches were seen throughout the unit. Probable root cause could be normal wear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.